Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they were trying a bladder stimulator trial device from other manufacturer and they turned the stimulation up yesterday. Patient stated that the stimulation triggered their neuropathic pain so they turned the stimulation down again, however they still had incredibly bad neuropathic pain. Patient asked if the bladder stimulator could do any damage to their spinal cord stimulation device. Agent reviewed information with the pt and redirected pt to their healthcare provider (hcp) to further address the issue. Patient called back reporting they felt their neurostimulator was no longer working and they would like to have their manufacturer representative (rep) to asses it. Pt said they were advised earlier by the previous agent to call their doctors office to know the name of their rep. Pt said their doctors office refuse to give them the phone number of the rep and they were told that the rep will call them. Patient said they were in pain and the doctors office won't help them. Agent reviewed with the patient the role of rep. Agent offered to send an email to the area to request for the rep to call.